Event description:
It was reported that the physician was unable to interrogate the patient's generator. The programming tablet was unplugged from the wall outlet. The programming wand batteries were checked and confirmed to have sufficient charge. The physician's wand was used on a known good programming tablet which produced the same error, an unable to open port message. A backup usb to db9 adapter cable was connected to the physician's wand and tablet. After this, the patient was successfully interrogated. The suspect usb to db9 adapter cable was reportedly discarded. Therefore, no analysis can be performed.